Event description:
During an open rotator cuff repair, two issues occurred. The first anchor broke at the eyelet during insertion. This anchor remains embedded in the patients bone. The hex of the second stripped and could not be advanced into the patients bone. A third anchor was used to complete the repair. The insertion site was not pre-drilled.

Manufacturer narrative:
No product was returned to s&n, therefore, no further evaluation can be done.